Manufacturer narrative:
The company rep removed the iabp for repair and evaluation and supplied the customer with a loaner. The company rep replaced the manifold drive assembly (part number 0104-00-0018), but the part was defective from the stock. The manifold drive assembly was replaced again, but there was a delay in valve closing oob. Therefore, the manifold drive assembly was replaced again. During testing, the iabp generated a system failure code #65 (comm hc11 shared ram address) and replaced the solenoid driver pc board (part number 0670-00-0639). The iabp was burned in for 24 hours and was tested 2 weeks on cycling power. The company rep performed all functional and safety tests. The unit met specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a pt, the iabp displayed "electrical doe # 58" (power-up vent test failed) and "autofill failure". The pump was replaced and therapy was initiated. No pt was involved.